Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2007. It was reported that the ipg required long and frequent recharging. Some of the ipg programs contained high parameter settings. The device was scheduled to be reprogrammed. The device is still in use. No further info is available at this time.